Manufacturer narrative:
On 5-dec-2023, bwi received additional information regarding the event. Agilis s curve sheath is added as a concomitant product. The agilis sheath was used for the transseptal puncture. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported a patient underwent a cardiac ablation procedure which included the use of a qdot micro ablation catheter experienced cardiac tamponade treated with a pericardiocentesis and surgery. After bb (brokenbrough) with the sound star eco catheter, the qdot micro catheter and the octaray were inserted into la (left atrium), and the blood pressure decreased. Effusion was confirmed with the soundstar eco catheter and tamponade was confirmed. Pericardiocentesis was performed, but bleeding continued, so open chest surgery was performed. No ablation was conducted. No abnormalities observed prior to use of the product. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and the device was recognized correctly; however, hi force appeared due to an internal printed circuit board (pcb) issue. A manufacturing record evaluation was performed for the finished device number lot 31149835l and no internal actions related to the complaint were found during the review. The adverse event issue reported by the customer was not confirmed. The root cause of the adverse event remains unknow. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The force issue identify during the analysis in the lab, is unrelated to the issue reported by the customer. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported a patient underwent a cardiac ablation procedure which included the use of a qdot micro ablation catheter experienced cardiac tamponade treated with a pericardiocentesis and surgery. After bb (brokenbrough) with the sound star eco catheter, the qdot micro catheter and the octaray were inserted into la (left atrium), and the blood pressure decreased. Effusion was confirmed with the soundstar eco catheter and tamponade was confirmed. Pericardiocentesis was performed, but bleeding continued, so open chest surgery was performed. No ablation was conducted. No abnormalities observed prior to use of the product. The event is captured on the qdot ablation catheter for conservative measure as no ablation occurred but no information is provided regarding what sheath was used. The event describes only presence of the catheters and there was no usage of the catheters in the left atrium after a transseptal puncture (referred to as bb).

Manufacturer narrative:
E1 initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4)